Event description:
Caller reported a malfunction on the pump, indicated by a malfunction code. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if the issue reappears.